Manufacturer narrative:
The facility reported the spray arm in the right side of their advantage plus automated endoscope re-processor (aer) was not spinning during a reprocessing cycle. After medivators field service engineer (fse) was dispatched to evaluate the aer, it was determined that the lid sensors were reversed which disabled the spray arm pump when the lid was closed and therefore did not present an error message or alarm on the machine. There is potential that endoscopes reprocessed in the right basin of the aer between (B)(6) 2018 and (B)(6) 2018 did not achieve adequate high-level disinfection, thus potential for patient cross-contamination. There is potential that the exterior parts of endoscopes that were not fully submerged in the basin during reprocessing were not properly high-level disinfected. The internal channels of the endoscope were not affected and would have been properly high-level disinfected. When placing endoscopes in the basin of the aer, the insertion tube of the endoscope (the portion that get inserted into the patient) would be placed toward the bottom of the aer basin, thus would be fully submerged in the hld during the reprocessing cycle. Medivators fse and clinical education specialist (ces) reported the facility performs proper bedside pre-cleaning and manual cleaning of endoscopes. The facility has participated in in-service trainings provided by medivators ces for their advantage plus aers which includes familiarity with the aer spray arm. The lid of the advantage plus aer is transparent and the spray arm is visually and audibly detectable, therefore it would be obvious to a trained operator if the spray arm is not spinning during a reprocessing cycle. It is unknown at this time what types of endoscopes were reprocessed during this timeframe and what type of procedures were performed with potentially affected endoscopes. There have been no reports of patient harm to date. Review of all complaint records and machine service history records indicate that this is an isolated event and no similar complaints have been reported. Medivators remains in close contact with the facility. This complaint will continue being monitored in medivators complaint handling system.

Event description:
The facility reported the spray arm in the right side of their advantage plus automated endoscope re-processor (aer) was not spinning during a reprocessing cycle. There is potential that endoscopes reprocessed in the right basin of the aer between (B)(6) and (B)(6) 2018 did not achieve adequate high-level disinfection, thus potential for patient cross-contamination.